Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#(B)(6), product type: recharger. Product ID: 97755-s, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#:(B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Pt called back stating they had a reference # 706428798 and they were calling with more complaints. Pt said their issue was not resolved. The recharger was overheating and they were burning themselves trying to recharge. Reviewed a recharger was sent on (B)(6). Agent was able to locate the tracking # showing it was delivered on (B)(6). Pt said they never received the package. They only received the battery pack. Reviewed we will send another one with signature. Pt said they were leaving to go on a cruise tomorrow morning and asked for the cord to be sent and left by the front door. Reviewed if the 2nd attempt does not get delivered, mdt might not be able to send more rechargers. An email was sent to repair to replace the recharger. Pt also expressed the frustration again about going in circles regarding getting a 2nd recharger. Pt was given only 1 recharger at the implant and they have 2 implants. Redirected to their doctor (hcp). Pt said they could not deal with hcp and needed medtronic (mdt) to speak with hcp regarding getting a 2nd paddle. Reviewed mdt role, redirected to hcp.